Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had pressure sores on his sides. The pressure sores were oozing and bleeding. The patient also had some redness near his ribs. The patient's nurse applied gauze to the sores. The patient also applied cream to the sores. Follow-up indicated that the sores had improved and were no longer oozing nor bleeding.